Event description:
It was reported that the patient had approx 30 year old pca knee primary. Surgeon revised it with gmrs total femur and gmrs proximal tibia.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibia baseplate. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.